Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they needed to retrieve data related to a patient death occurrence between (B)(6) at 11p and (B)(6) at 2am. The customer did not report a malfunction of a philips product but wanted to know if alarm triggered and were silenced.

Manufacturer narrative:
The customer contacted the customer care solutions center for remote troubleshooting support at which time the call was dispatched for onsite evaluation of the device. Field service engineer went onsite and stated that he did not gather logs but showed the customer how to collect data. Formal testing of the product was not performed and the device remained in use. Data collected by the customer was requested and provided. Based on a review of the data collected, inops and sp02 related alarms did occur and at least one desat alarm was silenced by a user based on the review alarms screenshots from the bedside. No malfunction is supported.